Event description:
Option study. It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 22.5mm. The patient was started on aspirin and continued on apixaban after the index procedure. The patient was discharged one (1) day post index procedure. Ninety six (96) days post index procedure, 3 month follow up imaging revealed an incomplete laa seal with a jet size larger than 5mm. The largest residual jet around the device was reported to be 7mm. It was further reported that a repeat transesophageal echocardiography (tee) was planned in september for the 6 month appointment. If a residual flow of greater than 5mm is noted at this appointment, the physician plans for potential ablation around the device.